Manufacturer narrative:
Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10)) for evaluation. Visual evaluation was performed, the implant had bone debris on its external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1269633. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1269633 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction did not occur. No damage or signs of malfunction that would have contributed to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that on (B)(6) 2024 clinician opened #19 to remove flat cover screw, with the effort of finger pressure, entire implant was loosened and removed with cover screw still on. This was a redo in this area, possible patient allergy. 4.1x10mm 3.5 platform tapered screw vent, implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).